Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log, but it's important to note that this user advisory can be caused by patient breathing. The device was tested extensively and no faults were observed. The smart pneumatic module board was replaced as a precaution. An internal inspection of the device also found no discrepancies. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.